Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Thrombosis and death, as listed in the promus instructions for use, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency, as there was no reported product malfunction during the time of the stent implant. However, a conclusive root cause for the reported pt effects and the relationship to the device, if any, cannot be determined. The 2.5 x 18 mm promus, has been filed under MFR # 202168-2009-00375.

Event description:
Reporting status: death. Reporting rationale: thrombosis without treatment, subsequent death. Device issue: no device malfunction has been reported. This is being filed based on the final cec adjudication results. It was reported that the patient had multiple lesions in the lad and rca. The mid lad was stented with a 2.5 x 23 mm promus. Then the proximal lad and distal rca were stented. Two more stents were deployed in the mid and proximal rca. After deployment of all of the stents, a perforation was noticed in distal rca, presumably from the guide wire (unk manufacturer); however, this was not confirmed. Multiple long balloon inflations were performed and a covered stent was placed. The pt was intubated and put on a balloon pump, and was somewhat stable when they left the cardiac cath lab in 2009. The pt expired two days later. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.